Manufacturer narrative:
(B) (4).

Event description:
The patient stopped using the implantable neurostimulator for 4-5 years. When it was used, the patient experienced stimulation sensation in his ribs and not in the target area, the low back. He felt pain and had neurological deficit associated with the event. Impedances were greater than 2000 ohms except for electrode 0. Reprogramming did not resolve the stimulation coverage issue. A computed axial tomography scan was completed on (B) (6) 2009 (results not reported). The hcp reported that the spinal cord stimulator system will be removed in the near future and be replaced with a narcotic pain device. The patient's outcome was reported as 'no injury.' A follow-up report will be submitted if additional information becomes available.